Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. Subsequently, a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.